Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, a crack on the male end of the manifold line. There was no pt involvement as this occurred during setup.

Manufacturer narrative:
Terumo did receive the actual device for investigation and visual inspection confirmed the complaint, the luer lock on the male end of the manifold line to the oxygenator port was cracked. This event most likely happened during shipping and handling. Awareness training was performed with associated related to this event. The possible lot numbers that could be related to this issue are np07, np02 and np01. All with the mfg date of dec, 2011 and exp date of nov, 2014. The lot info was not received with the sample. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and f/u.